Event description:
It was reported the system was making popping noises and shutting down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.